Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 163 mg/dl. The customer stated that she received 2 motor error alarms over the past 2 days, and she stated that the device stopped working intermittently. No significant events leading to the alarm were observed. She stated that she experienced high blood glucose levels in the 200 to 300 mg/dl range since 2 days prior. She declined troubleshooting for high blood glucose, advising that she would call back to troubleshoot for the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.